Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Device received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that they changed the battery and insulin pump was not turned on. The insulin pump was exposed to moisture. Customer also stated that the insulin pump had crack on the back of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.